Manufacturer narrative:
Additional information requested regarding report of patient allergic reaction. Physicians who applied implants were interviewed and it was determined that allergic reaction was accidently selected on the complaint form. The patient did not experience an allergic reaction. Based on additional information received, this complaint does not meet reportability requirements as an MDR. However, this complaint does meet reportability requirements for submission on the alternative summary report and will be reclassified.

Event description:
Per complaint (B)(4), a patient experienced an allergic reaction and pain. The implant was removed.